Event description:
There are significant product leakages.

Manufacturer narrative:
There were twelve (12) occurrences of this issue, the details for the events can be found in the following reports: 2245270-2020-00073; 2245270-2020-00074; 2245270-2020-00075; 2245270-2020-00076; 2245270-2020-00077; 2245270-2020-00078; 2245270-2020-00079; 2245270-2020-00080; 2245270-2020-00081; 2245270-2020-00082; 2245270-2020-00083; 2245270-2020-00084. Two hundred and four (204) unopened samples were returned to vygon for evaluation. Twelve (12) samples for lot 1908008w and one hundred and ninety-two (192) for lot 1908009w. A visual inspection of the sets revealed no obvious physical defects. The twelve (12) samples for lot 1908008w underwent leak and occlusion testing and one set failed the leak test. A functional test was performed by attaching a 10ml syringe of sodium chloride to the proximal end of this set and pressurizing the set to help determine the actual location of the leakage. The leakage was found at bifurcated connector. This complaint is confirmed. The fifteen (15) samples for lot 1908009w underwent leak and occlusion testing and passed both tests. This complaint could not be confirmed as no occlusions and no leaks were observed. Out of 27 sets, twenty-six sets passed both tests therefore, this complaint could not be confirmed for the 26 sets. A two-year review of the complaints data shows no other complaints against the ams-520 product. Root cause: these lots were manufactured by dragon heart. Scar-2020-04 to investigate and resolve this issue. Corrective action: scar-2020-04 has been issued to dragon heart to investigate and resolve this issue.

Manufacturer narrative:
The failed samples will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion. There were twelve (12) occurrences of this issue, the details for the events can be found in the following reports: 2245270-2020-00073, 2245270-2020-00074, 2245270-2020-00076, 2245270-2020-00077, 2245270-2020-00078, 2245270-2020-00079, 2245270-2020-00080, 2245270-2020-00081, 2245270-2020-00082, 2245270-2020-00083, 2245270-2020-00084.

Event description:
There are significant product leakages.